Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a speed ramp down and low flows while attached to mobile power unit. Log file analysis showed multiple low speed events on (B)(6) 2020. The patient was given an ungrounded cable and instructed to stop using mobile power unit.

Event description:
It was reported that there was external damage on the driveline. The patient was provided an ungrounded patient cable and instructed to stop using the mpu. The patient will return call with further alarms. The ventricular assist device (vad) team would not like to pursue a driveline repair at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the low speed events captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be determined through this investigation. Additionally, superficial damage to the outer jacket of the driveline was confirmed via evaluation of the submitted photos. The submitted log file captured low speed events on (B)(6) 2020, with corresponding low flow alarms, while the patient was supported by the mobile power unit (mpu). There were no other unusual events in the file. It was reported that the patient was provided an ungrounded patient cable and instructed to stop using the mpu. The patient will return call with further alarms. The ventricular assist device (vad) team would not like to pursue a driveline repair at this time. The patient remains ongoing on vad support, and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 20nov2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.